Event description:
In a social media forum, a consumer reported that following intraocular lens (iol) implant surgery and an add'l laser procedure was performed the vision was fuzzy and grayer. Not enough info was provided by the consumer to obtain any add'l info.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the reporter to properly complete an investigation. Unable to obtain add'l info. (B)(4).